Event description:
It was reported that the plasma is very weak and does not cut tissue effectively with lot of charring & burning smell. As a result, wand is also getting blocked also. There was a delay of more than an hour. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. During functional evaluation in the lab the returned wand was activated in saline solution on ablate- and coag mode and creates low plasma on all three of the electrodes as intended. The suction- and the saline line were tested and performed as intended. The complaint was verified but the root cause could not be determined with certainty. Factors of the reported incident includes rate of ablation, power settings, prolonged use against dense or bony surfaces, suction rate and fluid management and degree of contamination at distal end/electrodes. They are all outlined in the instruction for use ("IFU") provided with the device associated with set-up and use of the device and could influence the functionality of the device. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. There are several factors that could contribute to the reported event such as not having sufficient saline in order to maintain the formation of plasma, inadequate suction, device reaching its end of life, or the wand or foot control connector became disconnected from the controller display. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or foot control which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.